Event description:
It was reported that a homechoice cassette leaked; further described as ¿the drug outlet plug at the end of the machine broke, causing the water spray to contaminate the pipe set.¿ solution spilled onto the customer¿s hands. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address:(B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.